Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had nerve damage from the spinal cord stimulator (scs) and the device was removed. The patient reported that the burning nerve pain had gotten worse by each day and was spreading from their lower back, bottom, legs and to their upper back. It was also reported that the patient was depressed, they could barely get out of their bed and they planned to seek an attorney. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the nerve damage and the burning nerve pain was first noticed in (B)(6) 2014, the night after the implantable neurostimulator (ins) was implanted. Muscle spasms would last for 15 minutes, their private area was completely numb, and the ins battery went dead every 5-6 days. The patient also reported that the burning nerve pain was from the patient¿s mid back where the leads were through their bottom, upper thighs and it got worse. The battery was faulty so manufacturer representatives (rep) tried many times to adjust the ins to stop the burning sensation, but it just made it worse and the patient had an appointment with a new doctor in (B)(6) 2018. There were no further complications reported or anticipated.